Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the hole at the aorto-mitral connection and resulting patient death was unclear but may be due to patient factors not provided and/or procedural factors( device manipulation/guidewire). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a 20mm sapien 3 ultra valve was implanted within a degenerated non-edwards surgical valve with pure insufficiency in the aortic position by right transfemoral approach. Cannulation of the bioprosthesis with an al1 catheter and straight wire was required. Three minutes later, the anesthesiologist claimed lower blood pressure. Small portion of catochelamine was given. The 20mm sapien 3 ultra valve was implanted without problems. The patient as taken to the ICU in stable hemodynamic condition. A few hours later, the patients heart rate decreased and the patient claimed about chest pain. A tte was performed and tamponade was observed. The patient was sent to the or, a sternotomy was performed, and a hole was found at the aorto-mitral connection. The hole could not be closed and the patient passed away. The patient had moderate aortic and mitral calcification. The cause of the event that resulted in the patient death was unclear. The relationship with an edwards device was unclear.